Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(6). On (B)(6) 2011, the product was received for eval. Our eval confirmed approx 3mm of the distal tip has separated and was missing from the device. Based on this info, the missing section of the tip meets reporting criteria. Our lab findings were provided to the reporter. The reporter indicated the location of missing section of the tip is unk. Therefore, this report is being provided out of an abundance of caution. Eval: our lab eval of the product said to be involved confirmed the report. The distal end of the introduction system tip has broken and separated. Approx 3mm of the tip is missing. The stent remains loaded inside the stent introduction system. A product discrepancy or anomaly that could have contributed to this occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. A review of the 12 month complaint history for this product family was conducted. In the past 12 months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. This type of report represents 0.01% of product distributed during this time period. Based on this percentage, the likelihood of this type of report is rare. Conclusions: add'l info provided indicated resistance was encountered when attempting to cannulate the bile duct with the delivery system. Resistance of this nature can occur if the stent system is advanced through a severe stricture. The contraindications listed in the instructions for use include inability to pass the wire guide or stent through the obstructed area. The instructions for use caution the user not to attempt stent placement if the wire guide or stent cannot be advanced through the obstructed area. If excessive pressure was applied to the delivery system, perhaps in response to resistance during advancement, this could have contributed to the damage observed. Prior to distribution, all fusion zilver biliary stent systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because the report was unable to be verified. The appropriate personnel have been notified of this occurence in an effort to heighten awareness. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is rare. Customer qa will continue to monitor for complaint trends.

Event description:
On (B)(6) 2011, the following info was provided: during an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion zilver biliary stent system. The stent introduction system was advanced over a prepositioned wire guide. It was not possible to advance the tip of the introduction system into the bile duct because the tip of the introduction system became kinked. The pressure applied by the physician to overcome the kink (ie move the tip into the bile duct) caused the distal end of the tip to break. The reporter confirmed the tip of the introduction system did not break off in the pt and a section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. At this time, the info received did not suggest a reportable event had occurred.